Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant of the right ventricular lead, high, out of range pacing impedance and no sensing was observed after repositioning the lead multiple times. The lead was not used. A new lead was implanted successfully. The patient was stable post-procedure.